Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery low warning alarm when there was sufficient charge remaining. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed evaluation. Review of the device data logs and performance testing confirmed the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery low warning alarm when there was sufficient charge remaining. There was no patient injury reported as a result of this incident.